Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt with distal radius fracture, right and left was treated with plate and screw. During the procedure surgeon was drilling and the tip of the drill broke off, approx 10mm. Surgeon could not remove the broken drill bit tip and it remains in the pt's bone.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.